Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-09274. It was reported that the burr was stuck on the wire. The target lesion was located in the severely calcified left anterior descending artery (lad). A 1.50mm rotalink¿ plus and rotawire¿ were used to treat the target lesion. During the procedure, the rotawire¿ was advanced to the lesion, a 1.50mm rotalink¿ plus was then inserted into the guide catheter; however, the physician noted that burr would not advance smoothly and resistance was observed in the guide catheter. The physician attempted to insert the burr with dynaglide mode; however, the burr became stuck on the rotawire within the guide catheter. The burr and the rotawire were removed from the patient. The physician then attempted to remove the burr and the rotawire, however, the devices were completely stuck and was unable to move. The procedure was completed with a 1.25mm rotablator plus and a new rotawire floppy. No patient complications were reported and the patient's condition is good.